Event description:
Physician noted sudden blanch while injecting a pt in the glabella with zyplast. The pt has developed what appears to be the first stage of a necrosis in the tissue just above the injection site. Per last follow up with reporter, pt was treated with pulsed-dye laser intradermally.